Event description:
It is unknown as to when the malfunction occurred. However, the monopolar curved scissors was tagged "broken tip." Upon visual assessment, the instrument also has a tear at the insulated shaft. It is not known what case the instrument was used for. The instrument will be returned to the manufacturer for potential reimbursement.